Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. It was reported that the cannula dislodged from the infusion site. We are unable to confirm or determine the root cause of the reported dislodged cannula and if it could have contributed to the reported hyperglycemia. Lot release was found to have met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.5 hardware: iphone15.4 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl, while wearing the pod between 24 and 36 hours. The pod reportedly detached from the arm, causing the cannula to dislodge. Additionally, leaking at the pod site was reported. Details of treatment were not provided.

Manufacturer narrative:
The download data shows that the pod generated an 0x18 alarm, indicating the pod reached an empty reservoir. The reservoir was confirmed to be empty upon inspection. The device was received with the cannula assembly fully deployed. No damages or defects were observed that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. No damages or manufacturing defects were observed. A leak test was conducted successfully, no leaks were found. No problems were found regarding the reported leaking during wear complaint. The device was returned with the adhesive pad fully attached to the bottom housing. No damages or defects were observed with the adhesive pad or the adhesive welds that would result in a failure to adhere. The exact cause of the reported adhesive failure could not be determined.